Event description:
It was reported that the patient underwent gynecological procedure to treat pelvic organ prolapse in (B)(6) 2007 and mesh was used. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): it was reported that the patient had a gynecological procedure in order to treat stress urinary incontinence and pelvic organ prolapse and mesh were implanted. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, recurrence, dyspareunia, and vaginal scarring. No additional information was provided.(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced hematuria, urge incontinence, frequency, urgency, urethral hypermobility, and urine retention. It was reported that patient underwent mesh revision on (B)(6) 2014 by dr. (B)(6) due to extruded vaginal mesh. (B)(4).

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012- 04172. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that the patient had the concurrent procedures of a cystourethroscopy, vaginal extraperitoneal colpopexy, and perineoplasty performed during mesh implantation. No additional information was provided.